Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion; drug did not infuse". According to the customer: "staff have said that in or around july 18th, the device was set to infuse a drug, 6 hours later the volume in the bag had not decreased and there were no alarms. No patients were harmed in this incident. Note: product returned to b. Braun for service / repair with a note specifying the above details. Additional information received from the customer: exact date and time of occurrence not know but the pump was taken out of use after the issue so it will be the last infusion in the history. Pump settings are not available. Parvolex (antidote for paracetamol) was being infused. Customer advised that it was a big child and a couple of hours after the infusion started the staff did not feel that the volume of the drug decreased as much as it should have. That is all the information that is available."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: m030003. Hours of operation: 8995 h. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. On the day of the incident indicated by the client no infusion was available. For that reason, the last infusion at (B)(6) 2022 was investigated. No anomalies could be found in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). The accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.